Event description:
It was reported that the sales rep was unable to gain telemetry with the programmer. It was determined by follow-up that no telemetry could be gained because the sales rep did not close out of their last programmer session completely. The programmer was re-booted and the issue was resolved. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.